Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n315209, implanted: (B)(6) 201, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
At the beginning of the year, the patient¿s healthcare provider (hcp) thought she had a granuloma growing in her spine. She was taken off of the pump for about six months due to the suspected granuloma. The granuloma went down and, after three months of being off the pump, it had gone away. It was noted that an MRI had been performed without contrast and it did not show anything. Initially, it was stated that they believed the granuloma had actually been swelling due to a fall where the patient¿s husband had fallen and the patient hit the wall; however, it was later reported that the hcp was not sure that she had not had a granuloma, but just that it had not shown on the MRI. On the day prior to report, the pump was turned back on, starting at a low amount. It was unclear as to whether there had been a granuloma in the patient¿s spine. In addition, the drug being used in the pump at the time that the granuloma was suspected was unknown. Further follow-up was being requested to ascertain additional information.